Manufacturer narrative:
(B)(4). The customer reported that on (B)(6) 2004, a (B)(6) was born with disabilities while being monitored with a philips fetal monitor. The customer stated that the heart frequency shown on the ctg was incorrectly showing information, where an acoustic heart rate was higher than the recorded heart rate. As this issue is under investigation and further details have been requested, it is not possible to evaluate the health risk at this time. Due to one neonate being born with disabilities we are reporting this incident. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that on (B)(6) 2004, a (B)(6) was born with disabilities while being monitored with a philips fetal monitor. The customer stated that the heart frequency shown on the ctg was incorrectly showing information, where an acoustic heart rate was higher than the recorded heart rate.